Event description:
Boston scientific received information that the physician reported that this right ventricular (rv) defibrillation lead exhibited a lack of tachycardia sensing and an increase in threshold measurements. A surgical procedure was performed and this lead was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
Upon return this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with setscrew marks confirmed on the terminal pin. The proximal end of the distal spring electrode was separated from the lead body insulation. Blood/body fluid was observed in and around the helix housing and the helix was extended with entwined tissue. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was unable to confirm the reported clinical observations via returned product testing.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. An updated report will be filed when analysis is complete.